Event description:
A call was received through technical services reporting the patient was involved in a traffic accident in which he suffered a broken neck. At an interrogation after the event, it was noted the patient alert feature on the device activated when high svc impedance was detected.